Event description:
It was reported that a 25mm portico valve was chosen for a transcatheter aortic valve replacement using a flexnav delivery system. It was reported that the device embolized. The patient status was not reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Information from the field stated that the cause of the reported event was likely due to the physician unintentionally pulling the valve with a pigtail catheter during angiography imaging after initial implantation. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - clinical code: 4580 code removed and 4582 code added. H6 health effect - impact code: 4648 code removed and 4624 code added.

Event description:
It was reported that a 25mm portico valve was chosen for a transcatheter aortic valve replacement using a flexnav delivery system. It was reported that the device embolized. The patient status was not reported. Subsequent to the previously filed report, additional information was received that the 25mm portico valve was implanted using a flexnav delivery system (8399019) on (B)(6) 2022. There was sufficient calcium to allow anchoring of the device in the opinion of the user. The valve was implanted at the optimal depth. There was no tension in the delivery system at the time of the final deployment. The patient did not have a horizontal aorta. After the valve was implanted, angiography imaging was performed, and the physician accidentally pulled the valve with the pigtail catheter, and the valve moved from the annulus and lost contact with aortic annulus. The valve did not block a coronary artery or arteries. The valve was not snared. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of embolization. A second 25mm portico valve was implanted within the first via a valve-in-valve procedure using another flexnav delivery system (8418404). The patient did not have any clinical signs or symptoms during or after this event. The patient status was reported as stable.